Event description:
Levels implanted: l4-l5 it was reported that around (B)(6) 2009, patient was experiencing lower back pain and sciatic nerve pain down the sides of her legs and suffered with degenerative disc disease. The patient underwent l4-l5 spinal fusion. The patient was implanted with rhbmp-2/acs. Post-op, patient reported great deal of pain, especially in her right hip area, and experienced reduced flexibility. Patient visited for follow-up visit two weeks, three months, six months, one year post surgery and every six months after the one year mark. Patient currently experiences sciatic nerve pain down both of her legs, reduced flexibility, constant right hip pain, pain in her lower back, and pain across her back between her shoulder blades.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned for evaluation.